Event description:
It was reported that since revision surgery (see MFR's report # 3004209178-2009-09237) the pt had more difficulty recharged. The pt was getting no coupling bars on the recharge screen. Various troubleshooting was attempted, but was unsuccessful at obtaining any coupling bars. The pt was sent for x-rays and it was determined that the implantable neurostimulator (ins) was flipped. The pt had surgery to correct the issue, and was then able to recharge and received stimulation.